Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The hard disk was determined to be in need of replacement. Disk replaced and all software reloaded. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 was exceptionally slow in initializing or retrieving images. There was no adverse patient involvement reported. There was no patient information reported.